Manufacturer narrative:
Additional information the stent was advanced into the side branch through the stent struts in the main branch, but failed to reach the intended target position. When pulled back, some struts became deformed and flared out. The lesion was moderately tortuous. The lesion was pre-dilation by a medtronic nc balloon. There was no complaint or issue against the medtronic nc balloon used. Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to mid stent deformation the stent did not meet visual acceptance specification. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel and no other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent deformed in vivo during positioning/advancement. The device was not inspected prior to use and negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: a non-medtronic stent had been placed in the main branch. The resolute onyx stent was advanced into the side branch through the stent struts in the main branch, but failed to reach the intended target position, and became deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: two still images were received for review, showing the distal end of a stent device. There appears to be mid stent deformation evident. Additional information: the lesion was tortuous and calcified with 50% stenosis in the proximal part of right coronary artery after pre-dilation by nc balloon. Resistance was noted during advancing the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.